Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. The stem was loose. Update ad 26 nov 2018 and 05 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges dislocation with closed reduction. Added head and liner due to this allegation. Account name, facility name, birth date, associated contacts, patient harms and stem UDI were also added. Corrected patient identifier. Doi: (B)(6) 2008. Dor: (B)(6) 2013, (left hip). Patient is bilateral, (B)(4) for the right hip.